Event description:
Additional information was received that the clots were observed on the tubing only, the pump was reported to be clot free.

Manufacturer narrative:
. Manufacturer's investigation conclusion: no issues with the centrimag blood pump were identified through this evaluation. It was reported no product will be returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The ous centrimag blood pump instructions for use (IFU) is currently available. The IFU contains the following additional warnings and precautions: IFU warning #9: possible side effects include, but are not limited to: embolic phenomena. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #16: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #10: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #14: always have a spare centrimag blood pump, back-up console, and equipment available for change out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag circuit was exchanged due to clots in the tubing set.